Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer did not have symptoms. Customer feel good troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 600 mg/dl. Customer current blood glucose level was unknown. Customer reports they have contacted their hcp regarding high blood glucose reading. Customer treatment was manual injections. Customer had air bubbles issue in the reservoir. Customer decline reporting bolus wizard programmed accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018. The infusion set was not bent. The insulin did not exit. The insulin pump did not perform high pressure test. Insulin pump will not be returning for analysis. Reservoir 3ml mmt-332a. Paradigm quick set mmt-397.